Event description:
It was reported that prior to surgery during pre-testing, it was discovered that the casing device had no power. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had corrosion on the contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use, which was misuse, abuse and/ or possibly user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.